Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating that there was a damaged power component. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) went to the customer site on 04aug2023 and confirmed the reported problem of the device not turning on due to a damaged power component. After reconnecting the power cord, the device would still not turn on. The asp confirmed that the power supply was faulty. After replacing the power supply, the device was tested and returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.